Event description:
It was reported that during a cryo ablation procedure, another manufacturer's transseptal device was used, the sheath was inserted into the right atrium and a cardiac tamponade occurred. It was surmised that the cardiac tamponade was caused by another manufacturer's product. The case was aborted. Drainage was performed and blood was extracted. The patient was subjected to extended hospitalization. The following day of the procedure, the patient experienced chest pain. A pericarditis was suspected but was not confirmed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown, product type: transseptal device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.